Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading cartridges onto the pump. Reportedly, the cartridge was filled with 100 units of insulin, and the initial fill estimate decreased from over 60 units to a fill estimate of over 40 units. Subsequently, the cartridge was filled with cold insulin. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. There was no reported impact to the customer's blood glucose level.